Event description:
It was reported that during a left shoulder surgery, two (2) footprint ultra anchors fractured and split. The pieces were removed from patient with tweezers and suction. The procedure was resumed without delay using an equivalent sn backup on the originally drilled bone hole of 4.5mm, no void was left in patient. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual inspection of the returned devices found that they are not in their original packaging. The insertion devices were returned with the fractured anchors off the device. The anchors fractured at the distal ends and deformed along the entire lengths, the proximal anchor is in place and partially actuated, one suture string was returned with one device no suture material was returned with the other. There is biological debris on the returned items. Based on the condition of the product material found during visual inspection, additional material testing is not required. An analysis of the customer provided images found two footprint ultra devices laying on a box, with the reported product information on the label. In both devices the anchors have a fractured distal tip. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the raw material strength requirements and storage requirements are specified, and each lot must be accompanied by a material certificate of analysis. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the reported event include an inadvertent impact event that may have occurred during device transportation, rough shipping and handling, or at the customer site, as well as the application of an unintended, inappropriate, or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11 h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an analysis of the customer provided images found two footprint ultra devices laying on a box, with the reported product information on the label. In both devices the anchors have a fractured distal tip. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the raw material strength requirements and storage requirements are specified, and each lot must be accompanied by a material certificate of analysis. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the reported event include an inadvertent impact event that may have occurred during device transportation, rough shipping and handling, or at the customer site, as well as the application of an unintended, inappropriate, or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.